Event description:
The cast cutter was returned to the manufacturer for service, and during the evaluation the device overheated. There was no patient involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The cast cutter was received at the manufacturer for service, and during the evaluation the device overheated. Based on the investigation details, the likely cause was the output drive assembly was stripped along with worn bearings. There was evidence of customer abuse and third party repairs.